Event description:
The pt was reportedly experiencing intermittencies, followed by loss of lock. External equipment was exchanged; however, this did not resolve the issue. Surgery to explant the pt's device has been scheduled.